Event description:
The customer reported that the tubing broke at clamp and leaked tpn. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.